Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the display was found to not work due to the fuse holder on the power inlet module being burned and melted to the power inlet module. The power inlet module was replaced and resolved the reported issue. DHR was reviewed and no discrepancies related to the reported event were found. The root cause of the reported issue is attributed to the time the high flow valve is left open is too short during the pump start up sequence. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that there was a faulty display. The screen was frozen. The event timing was outside surgery. There was no harm or delay reported. Upon investigation, fuse holder on the power inlet module being burned. No adverse events were reported as a result of this malfunction. Diligence is complete and no additional information is available.